Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that patient was hospitalized following implant procedure for severe leg pain. Patient was discharged and continued to use therapy. The patient was receiving chronic pain relief, however, the leg pain persisted. The device was explanted following a period of therapy off. There was no report of complication following the explant.